Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's screen is black and not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen is black and not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "vent inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.